Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had a massive cerebrovascular accident (cva). Lvad was turned off (B)(6) 2013. The pt was discharged to in house hospice (B)(6) 2013. Pt passed (B)(6) 2013 at 1030 hrs.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.